Manufacturer narrative:
Initial.

Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia after not announcing meals while using the ilet system, reaching a blood glucose of 53 mg/dl and self-treating with oral glucose tablets; no alerts or alarms were reported. Symptoms included hypoglycemia, with specific clinical details not further characterized. Outcomes included an event of low blood glucose without additional documented impacts. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings, no identified device component involvement, and insufficient information to characterize a medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.